Event description:
During a vaginal hysterectomy, the flare fell off of the cutting forceps into the patient and the device stopped working. The flare was recovered with no harm to the patient.

Manufacturer narrative:
The complaint has been confirmed. The device was returned with the flare detached from the shaft; the flare was returned in a separate bag. The flare is split length-wise and the insulation on the jaw electrodes is cracked due to the jaws being retracted into the shaft without the flare protecting the distal end of the shaft. There was bond failure between the flare and the shaft.